Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involves a spinning spiros® closed male luer, red cap that leaked a chemotherapy drug, bendamustine, during patient use. The medication landed on patient¿s skin and was cleaned per protocol. The healthcare provider was wearing proper ppe and there was no report of unprotected exposure to the healthcare provider. There was patient involvement but no patient harm.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot 4749754 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.